Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. Investigation summary: the device was returned with the blade scratched and cracked and not broken off as reported by the customer. In addition, the tissue pad was damaged, melted, and 100% present and the blade tip not broken off as reported by the customer. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient", ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
Active blade brakes off and is retrieved. New instrument is successfully used. No harm to patient. Procedure: laparoscopic liver resection.